Event description:
On (B)(6) 2025, a patient with recurrent corneal erosion (rce) secondary to ocular trauma (accident) had a prokera slim placed in the right eye without complaint. Upon removal of the prokera, the patient experienced severe pain and blurry vision with the patient being unable to open the eye. The doctor examined the right eye, noting that the rce area was resolved without issue. However, a 1-2mm mid-peripheral lesion/infiltrate was noted in the right eye and there was 2+ diffuse bulbar injection (ocular redness). The patient was started on hourly moxifloxacin (antibiotic) drops alternating with preservative free artificial tears (pfats) in between. The patient was also prescribed muro 128 hypertonic ointments to be applied to both eyes each evening (qpm). The next day the patient began experiencing light sensitivity and the infiltrate/lesion in the right eye had become larger. Bandage contact lenses were placed in both eyes. Moxifloxacin drop frequency was reduced and moxifloxacin ointment was discontinued on (B)(6) 2025. Pain resolved as of (B)(6) 2025 although photophobia persisted until (B)(6) 2025. Blurriness was noted on (B)(6) 2025 and under exam white lesions/infiltrates were noted symmetrically in both eyes. At this time the bcl was replaced with a new set of bcls and treatments continued (moxifloxacin and pfats). The patient was transitioned to a specialist for further management of rce/ebmd.

Manufacturer narrative:
This medical device report, is being submitted as part of the actions taken by biotissue holdings inc. (Bthi) in response to FDA investigator feedback and a 483 observation received 02/18/2026 regarding not submitting MDR report within 30 days of being aware of information that reasonably suggested that a marketed device may have caused or contributed to death or serious injury. During the inspection, feedback and additional information were provided regarding the need to initiate mdrs for adverse event cases where any medical or surgical treatment was provided even when the causal relationship to the device is not evident, even when the adverse event is self-limited, and even when such events may arise from underlying patient conditions rather than device malfunction or performance concerns. The feedback received expanded the reportability criterion bthi was following based on 21 cfr 803 regulation. As bthi is fully committed to compliance with FDA reporting requirements, a retrospective review of adverse events since the last inspection (mar 2024) was completed. In this look back, adverse event cases already investigated and determined not reportable were reassessed per the expanded criteria provided during the inspection that redefined as reportable cases where medical or surgical treatment was provided, regardless of clinical outcome or relationship to device performance. The review identified adverse events investigated between march 2024 and february 2026 that, upon reassessment, met the expanded criteria for reportability. This MDR submission date falls outside the standard 30 day reporting requirement from the awareness date of the adverse events as they were identified reportable per the expanded scope and criteria received post-inspection 02/18/2026. We respectfully request that FDA accept this retrospective MDR as part of our commitment to address the observation, perform corrective action, enhance regulatory compliance, and continuous improvement.